Manufacturer narrative:
Concomitant medical products: 995cs27 tissue valve implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to high thresholds, no capture and undersensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.